Event description:
It was reported that the right ventricular lead exhibited noise and sensing anomaly. The patient was asymptomatic. No intervention was reported. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.